Event description:
Customer reported to beckman coulter, inc. (Bec) that the anion gaps have been reading high on patient samples. Customer reported that na (sodium), cl (chloride) and co2 (carbon dioxide) results have been drifting on the bio-rad controls (lot 46430) ran on the unicel dxc 600 synchron system. Customer reported that they ran a patient control sample every 4 hours and found that the electrolytes needed to be recalibrated every 4 hours. Customer indicated that performing the twice weekly maintenance and recalibration did not resolve the issue. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the results were amended. Customer reported that there was not any change to patient treatment or any harm to patients. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the co2 membrane was installed incorrectly. The fse corrected the membrane and instructed the customer on the correct installation of the membrane. The fse verified performance.